Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation into abdominal cavity ('essure device partially embedded in peritoneum') in an adult female patient who had essure (batch no. B94870, 50715772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation into abdominal cavity (seriousness criterion medically significant) and device migration ("39yo g2p2002 lmp (B)(6) 2019 with displaced essure device"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation into abdominal cavity and device migration outcome was unknown. The reporter considered device dislocation into abdominal cavity and device migration to be related to essure. The reporter commented: the outer coil was deployed, the delivery wire was retracted and 4 coils were noted to be trailing in the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: 39yo g2p2002 lmp (B)(6) 2019 with displaced essure device. Lot number: 50715772 manufacture date: 2013-02 expiration date: 2016-02. Lot number: b94870 manufacture date: 2013-11-15 expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device partially embedded in peritoneum') in an adult female patient who had essure (batch no. 50715772, b94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device dislocation ("(B)(6)yo g2p2002 lmp (B)(6) 2019 with displaced essure device"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: the outer coil was deployed, the delivery wire was retracted and 4 coils were noted to be trailing in the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: (B)(6)yo g2p2002 lmp (B)(6) 2019 with displaced essure device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.